Event description:
It was reported that the patient came into the clinic reporting alert tones which were caused by a power on reset. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010 at 07:33:54, the device recorded a write to locked ram por (power on reset).